Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was under general anesthesia when the procedure was aborted. The patient was hospitalized as a result of the event. The patient underwent a surgical closure of the oozing site located near the posterior wall of the right inferior pulmonary vein (ripv).

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 9 catheter, transseptal access was performed using an sl0 sheath and needle under transesophageal echocardiogram guidance, and a medium curve long sheath from another manufacturer was introduced into the left atrium. A sphere 9 catheter was advanced into the left atrium through the other manufacturer's sheath, cardioversion was performed, and left atrial mapping was initiated. During mapping, atypical left atrial anatomy was observed, and the physician suspected the sheath curve was insufficient and decided to exchange the other manufacturer's sheath for a longer curve sheath of that manufacturer. While withdrawing the sheath over the wire for exchange, transesophageal echocardiogram demonstrated a pericardial effusion with tamponade, and the procedure was aborted with no ablations delivered. Protamine was administered and pericardiocentesis was performed; despite drainage, a small persistent leak remained, and the patient was transferred to theatre for surgical intervention. It was noted that the sheath may have perforated the left atrium during mapping with inadvertent entry into the pericardial space. During mapping, a catheter temperature sensor fault message appeared on the sphere 9 catheter with partial red color on the sensor globe; interface cable removal and reconnection did not resolve the fault, and the physician continued mapping and planned acatheter exchange prior to ablation, but the exchange was not performed because the case was aborted due to tamponade. No further patient complications have been reported as a result of this event.